Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article chopper shield technique to protect corneal endothelium during phacoemulsification surgery for rock hard cataracts was described an innovative technique of using a chopper as a shield for preventing mechanical corneal endothelial trauma that can occur during the phacoemulsification of brunescent cataracts after surgery a patient experienced corneal endothelial cell loss during small incision cataract surgery.

Manufacturer narrative:
Additional information is provided in h.6. And h.10. There was no further information provided by this customer. With no additional, related information provided, the customers¿ reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by quality assurance (qa) to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).